Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced "irregular" blood glucose (bg) levels (value not provided). Reportedly, the cause was the customer was new to the pump, and managing when to take corrections, and boluses. The customer was instructed to consult with healthcare provider regarding bg level.